Event description:
It was reported by a distributor representative that this boxed device was interrogated so the minute ventilation (mv) sensor could be programmed off. When this action was being performed, the device reverted to safety mode operation after showing three error codes of 0xc. The device will be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported by a distributor representative that this boxed device was interrogated so the minute ventilation (mv) sensor could be programmed off. When this action was being performed, the device reverted to safety mode operation after showing three error codes of 0xc. The device will be returned for analysis.